Manufacturer narrative:
Device not received yet.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted secondary to stenosis in a patient with a history of a lad angioplasty in 2010 and chronic af treated with chronic warfarin. On (B)(6) 2011, a pacemaker was implanted (details unknown). In 2012 a circumflex angioplasty was performed and in 2013, a left carotid endarterectomy was performed. On (B)(6) 2014, the patient complained of fatigue; initial echos showed gradients below 11mmhg; between 2014 through 2016 the patient¿s condition worsened, and imaging showed limited mobility and increased gradients. On (B)(6) 2017, the patient¿s peak gradient was 108mmhg and the trifecta valve was explanted. Ex vivo, the leaflets exhibited what appeared to be a ¿glaze." A 19mm crown valve was implanted and the patient remained on ECMO. Per report, the patient died (B)(6) 2017 following a cardiac arrest.

Manufacturer narrative:
Product investigation: an event of fatigue, limited mobility and increased gradients was reported. Gross morphological and histopathological examination revealed calcifications in the tissue of all three leaflets, a tear on leaflet 1 and a perforation on leaflet 2. The bases of leaflets 1 and 3 contained pannus ingrowth and all three leaflets were fibrotically thickened. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.